Event description:
Event description boston scientific received information that during the implant procedure this atrial lead(4087) was attempted to be implanted, but the extended tip became caught on the the valve. It was reported that no turns to extend the helix had been made at this time. Upon attempting to retract the lead a tool was unsuccessfully used. Then the physician tried to back it up with several turns, this was unsuccessful. The lead (4087) was then pulled on, and it was removed. A new lead (4470) was implanted. The (4470) also became caught in tissue but it was successfully backed out and implanted and secured in an appropriate position. The atrial lead (4470) remains implanted. The lead (4087) is being returned for analsyis. There were no adverse effects to the patient.